Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (defective display, software problem) was confirmed due to a malfunction of the front panel (digital display) which needs to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a high flow insufflation unit, the display was defective with a software problem. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (identified via b3 and b5) and the results of the legal manufacturer's investigation. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the front panel malfunction could not be determined. A likely cause of the event was that the tube pressure sensor was manufactured before the modification was applied and that was mounted on the cr board of the uhi-4. Olympus will continue to monitor the field performance of this device.

Event description:
The event occurred during preparation for use.